Manufacturer narrative:
Cmp-(B)(4). Concomitant products: part: 12-139012 name: endo ii mod lot: 730590 part: 162656 name: ingl ansr ompct dstl psntr lot: 528330 part: 139247 name: endo ii taper insert lot: 607230. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to pain.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.